Event description:
A user facility reported a combi set blood leak that occurred upon the start of a patient¿s hemodialysis (hd) treatment. It was reported that the combi set had a manufacturing defect on the transducer of the arterial line. The transducer was reported to be ill fitting and had a crack which caused air to enter the circuit. However, upon follow-up it could not be confirmed if there was a visible crack on the transducer. It was confirmed that there were no leaks during the priming phase. It was also confirmed that the device was not dropped prior to use. The patient¿s estimated blood loss (ebl) due to the leak was 200 ml. The machine, a 4008s, did not produce any alarms. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The combi set was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. However, a video and photos were provided for review. In the content, it could be observed that the transducer protector was broken and leaking. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. Based on the provided content (video and photos), the alleged failure mode was able to be confirmed.

Event description:
A user facility reported a combi set blood leak that occurred upon the start of a patient¿s hemodialysis (hd) treatment. It was reported that the combi set had a manufacturing defect on the transducer of the arterial line. The transducer was reported to be ill fitting and had a crack which caused air to enter the circuit. However, upon follow-up it could not be confirmed if there was a visible crack on the transducer. It was confirmed that there were no leaks during the priming phase. It was also confirmed that the device was not dropped prior to use. The patient¿s estimated blood loss (ebl) due to the leak was 200 ml. The machine, a 4008s, did not produce any alarms. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The combi set was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
Additional information: h6, the findings and conclusion codes have been updated in the investigation.

Event description:
A user facility reported a combi set blood leak that occurred upon the start of a patient¿s hemodialysis (hd) treatment. It was reported that the combi set had a manufacturing defect on the transducer of the arterial line. The transducer was reported to be ill fitting and had a crack which caused air to enter the circuit. However, upon follow-up it could not be confirmed if there was a visible crack on the transducer. It was confirmed that there were no leaks during the priming phase. It was also confirmed that the device was not dropped prior to use. The patient¿s estimated blood loss (ebl) due to the leak was 200 ml. The machine, a 4008s, did not produce any alarms. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The combi set was not available to be returned for manufacturer evaluation as it was reportedly discarded.